Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to calibration. As a result, the pump was recalibrated. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a force sensor failure. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.